Event description:
It was reported that the ultrasound gastrovideoscope had foreign material in the biopsy channel. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had a cut pink rubber and there was missing adhesive at the light guide cover. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.